Manufacturer narrative:
The reported events of no magnet response, premature discharge of battery and pacing asynchronous were confirmed. The device was received with no telemetry communication and no output. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported a patient's pacemaker presented with failure to interrogate with no magnet response and alleged premature battery depletion. Pacemaker mediated tachycardia (pmt) was also detected. The device was explanted and replaced in a procedure on (B)(6) 2025. There were no patient consequences.